Event description:
Note: the date of the event is unk. It was reported to boston scientific corp in 2009, that a speedband superview super 7 multiple band ligator was used during an esophageal ligation band procedure. According to the complainant, the device was correctly applied to endoscope during attempt to ligate an esophageal variceal bleed; the speedband did not fire any bands. The device and scope were removed. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The site indicated, however, that the pt continued to bleed from the esophageal varice while the faulty device was removed and replaced. Our investigation regarding the circumstances surrounding this event, as well as the pt's condition prior to the procedure, continues. Should any additional details become available, a supplemental report will be filed.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.